Manufacturer narrative:
Investigation summary: it was reported that a box of syringe tip caps are contaminated with what appears to be dust within the sealed package. To aid in the investigation, six samples were received for evaluation by our quality team. One sample came in an opened packaging blister, the other five were in sealed packaging blisters. Each sample was visually inspected with a 10x magnification lens. The inner side of the packaging top web has an adhered black ink particle. No other defects or imperfections were observed. Based on the investigation with the returned sample analysis the symptom reported by the customer is confirmed. This defect can occur if the printer head was not clean inducing the symptom reported. A device history record review was completed for provided material number 305819, lot number 0202401. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the foreign matter defect. Verification of cleanliness of the printers was completed finding them satisfactory. Further action has not been determined necessary at this time.

Event description:
It was reported that a box of cap tip syr ll/ls ster lf pp blue single had foreign matter before use. The following was reported by the initial reporter: "it was reported that a box of syringe tip caps that appear to be contaminated with what appears to be dust within the sealed package. Verbatim: we have a box of syringe tip caps that appear to be contaminated with what appears to be dust within the sealed package."